Event description:
The customer reported that the patient's gastric vessels were incompletely sealed. Several days after being discharged from the hospital after a laparoscopic nissen fundoplication, the patient returned to the hospital due to internal bleeding. A second procedure was performed to seal the vessels and the patient received a transfusion. The patient is said to be doing well at this time.

Manufacturer narrative:
(B)(4). Date of initial report : 08/29/2012. The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.